Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse tapped the y-site prepierced port to expel trapped air bubbles. After the tapped the y-site, it was reported, the tubing separated from the leg of the y-site. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided, including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).